Manufacturer narrative:
Device is still implanted.

Event description:
The perceval s valve was implanted on (B)(6) 2016, a cardiac disorder lead to a pacemaker implantation. The patient has been discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
The results of the document review for the perceval - pvs 23/m - sn (B)(4) confirmed that the device satisfied all material, dimensional and performance standards required for a perceval valve size 23/m at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008) without information on the preexisting condition in the patient, the root cause of this issue cannot be determined.

Event description:
The patient has been discharged from the hospital on (B)(6) 2016.